Event description:
It was reported that during an lar procedure, the hand switch became unusable on the way of the operation and could not activate. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.